Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible broken sensor wire on (B)(6) 2015. The patient stated the they saw the broken wire prior to deployment of the sensor. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)